Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available at the time of filing. No parts have been returned to the manufacturer for analysis. Device manufacture date is not available at time of filing. Part not received.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The event occurred intraoperatively and caused no delay to the surgery. It was reported that during a case, the site was unable to track instruments well. The system was going in and out and flickering red and green. The patient tracker stayed green the entire time. The site reduced metal as much as possible in the field without resolution. The site also tried another tracker without resolution. The site doubled the emitter arm back on itself. The issue was resolved, and the surgery was completed with navigation. There was no impact on patient outcome.